Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar laminectomy syndrome. The pump contained an unknown brand of morphine [35 mg/ml] at a dose of 35.009 mg/day, clonidine [750 mcg/ml] at a dose of 750.18 mcg/day, and bupivacaine [7 mg/ml] at a dose of 7.0017 mg/day. It was reported the patient was in the emergency room (ER) in opiate withdrawal. The pump was interrogated and had been in stopped pump mode for approximately 30 hours. The hcp reported the patient was filled the day before ((B)(6) 2017). The session data report documented after update the dose as simple continuous. Reported return of symptoms included withdrawal, pain, and vomiting. The change in therapy/symptoms was considered sudden. The hcp was walked through programming and obtaining event logs. The event logs confirmed two updates were done on (B)(6) 2017. The first update was successful, and the second update was incomplete which explained the stopped pump infusion. The pump was programmed back to 35 mg/day. The logs were checked following the update, and the update was confirmed to be complete. The hcp was also requesting an additional physician programmer for the residents. The hcp reported the current programmer screen was intermittently responsive. Other non-reservoir drugs mentioned included zofran and intravenous (IV) morphine. Additional information received from the hcp on 2017-sep-11 reported they had a printout from (B)(6) 2017 that he wanted to send to tech support to review. The hcp also had an update from 29 hours later that showed the pump was in simple continuous mode. The hcp requested tech support to review the event logs to determine what happened. The hcp didn¿t feel that anyone there could have tried to update the pump a second time. No further patient complications were reported.

Manufacturer narrative:
The previously reported evaluation conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2019-nov-11. It was reported that from an unknown date, the patient did not think their therapy was as good as it used to be. The patient told their new hcp about the time the pump stopped, and was afraid that it would stop again. The new hcp decided to explant the entire system on (B)(6) 2019.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump identified no anomalies. The previously reported evaluation conclusion, method, and result codes no longer apply to the pump. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's sister noted the patient had sudden pain, became diaphoretic, and anxious at 5:30pm during dinner.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's pump was refill and reprogrammed on (B)(6) 2017. The patient's sister noted sudden pain while becoming diaphoretic and anxious. The patient's sister called the office and was instructed to go to the emergency room. The pump was interrogated on (B)(6) 2017 and it was noted the pump was stopped. It was indicated the event was related to the device or therapy. The pump was restarted and reprogrammed the same day. The device diagnosis was pump motor stall while the clinical diagnosis was narcotic withdrawal. The issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. Updated to reflect the information received on (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2017 from the patient's healthcare provider (hcp). It was reported that the serial number of the programmer used in the event was unknown as there were multiple programmers in the office. The hcp reported that the patient's symptoms were resolved and provided the patient's weight. The hcp noted that the programmer would be returned if the an abnormalitywas found with it.